Manufacturer narrative:
A visual examination found that the device returned with the basket fully retracted and the basket tip intact. Additionally, the guidewire lumen (sidecar rx) presented with pushback (likely due to operational context). The basket was not able to be functionally tested due to the presence of heavy residue which hindered its movement. The reported event of basket not able to retract into the sheath could not be verified due to the condition of the returned incident device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2011. According to the complainant, during the procedure the basket was unable to be retracted into the sheath after crushing the stone within the common bile duct. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, during the procedure the basket was unable to be retracted into the sheath after crushing the stone within the common bile duct. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted